Event description:
It was reported that during an unk procedure, none of the staples formed. The staples were removed. The surgeon used hand sewing to complete the case. No pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.